Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level, which was noted to be within normal range. Technical support provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was informed they could continue using the pump and advised to call back if the issue recurred.